Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer was not detected on the communication bus. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on the bus and failed to open. A field service engineer (fse) found that unplugging and rebooting the station does not resolve the issue. The fse then replaced the module controller and the drawer controller for auxiliary drawers 1.2 and 4.2 to resolve. The fse observed that all functions returned to normal, logged into hardware test application, tested the drawer multiple times and verified the functionality. The system functioned as intended after the field service engineer repaired the device.